Event description:
On (B)(6) 2012, a pharmacist contacted lifescan from (B)(4) alleging a battery indicator issue with the one touch verio meter. The pharmacist did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the pharmacist claimed the meter had a battery indicator issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The pharmacist did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(Serial #) information was not provided.